Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the universal battery charger device had a crack in the housing near mains and bay three did not recognize the battery devices. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a cracked housing and bay three did not recognize the bpl batteries. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling by dropping the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.